Event description:
Patient reported obtaining a blood glucose result of 85 mg/dl, while using the suspect device. Pt stated that, in spite of this result, she was experiencing hypoglycemic symptoms (shaking, sweating, and feeling incoherent). Pt phoned emergency medical services, and upon their arrival, 5 minutes later, pt's blood glucose measured 30 mg/dl (on paramedics' blood glucose monitor. Pt stated that paramedics treated her with an intravenous glucose solution, after which, her blood glucose measured 60 mg/dl. At her request, pt was not transported to the hosp for additional treatment. Pt's current condition: ok, resting. Quality control testing was not performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.